Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnostic procedure, the procedure was delayed and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that there was malfunction with the c-arm which does not move via geometry module leading to images not displaying on the flex vision. The fse analyzed that the issue was due to geo module which doesn¿t work properly, fse replaced the geo module and after replacement, the system was returned to use in good working order.

Event description:
It was reported to philips that images are not displaying on the flexvision. No patient harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.